Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced several episodes of dizziness and syncope of unknown cause. It was reported that following one of the episodes, the patient's heart rate was observed to be 64 beats per minute (bpm) and very irregular. It was noted that the patient also has chronic atrial fibrillation (af). The patient's advocate contacted a boston scientific company representative to discuss the symptoms and was referred to the patient's clinic or physician for follow up. No additional adverse patient effects were reported. This product remains implanted and in service.